Manufacturer narrative:
Troubleshooting of the AED with the customer identified that customer was not using enough pressure to install the battery pack. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.